Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) of an 80% stenotic lesion in the mid left anterior descending artery the physician unpacked the 2.5x15mm maverick2 balloon catheter anf found that the shaft was damaged. The device was not used on the patient. The procedure was completed with another 2.5x15mm maverick2 balloon catheter. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.